Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
A manufacturer's representative reported "all electrodes >3600" during implant surgery. The health care professional reinserted the lead. The reference electrode was changed and "contact 0 was >3600, other electrodes good." The hcp intended to "program sound electrode 0." No patient symptoms or outcomes were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.